Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products were used during this study: carto 3 sn: (B)(4); smartablate generator g4c-0606; smartablate pump: g4cp-0627. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a (B)(6) patient underwent an afib ablation procedure and suffered cardiac tamponade which required pericardiocentesis with approximately 750 cc of blood/fluid withdrawal during ablation phase. The patient was taken to open heart surgery to repair a small hole at the bottom of the left atrium. It was unsure if that hole was caused by perforation with the catheter or steam pop. The patient was required extended hospitalization and fully recovered. The patient received anticoagulation in the procedure. The user believed a bwi product was responsible for the injury. However there was no bwi device malfunctions was reported. Later the physician was unclear on the cause of this adverse event. The factor that patient had xarelto roughly 12 hours prior to procedure might have contributed to the event. Physician discussed the possibility of a steam pop after the impedance cutoff automatically shut off, but he did then question whether he had heard/felt a steam pop during the procedure. It was not sure whether there was a steam pop or not. A transseptal puncture was performed. The overall time for ablation at the site of injury was about 4 minutes. The last ablation cycle time at the site of injury was 58 seconds. Flow setting of an irrigated catheter was 30ml/min. Generator parameters, impedance, and power at the time of injury. Power control mode, impedance 120-130 range, power set to 30 watts.